Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use (IFU) documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3) inadequate tissue conditions. 4) entanglement with other instruments or devices. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Final product met specifications upon release to distribution.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle but were returned. Examination of the construct showed both ts are attached and are intact. The delivery needle is dramatically bent on two planes. The device was not returned in the condition of the reported complaint of the suture cutting through the anchors. Per the device instructions for use under warnings ¿do not bend the delivery needle. The devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure the sutures had cut through to the anchors pull out in the bone. A backup device was available to complete the procedure with no patient injuries. It is unknown is there was a surgical delay.